Event description:
The customer reported the image disappears on the system.

Manufacturer narrative:
The ge service rep tried to use parts from another system to fix this unit but the parts did not work.